Event description:
Initial (10-apr-2024): this serious case reported via telephone refers to a female consumer whose age, medical history, concomitant medications, and allergies were not reported. On 10-apr-2024 a consumer used compound w nitrofreeze to treat a wart on her 4 year old son. During initial activation while turning the product, the products cap and tip came shooting out of the pen, hitting the consumers son in the neck. The product expelled and leaked on the consumer causing a burning sensation to her hand. The company requested the product back for further investigation. This case outcome is recovered/ resolved. Meddra version 26.1 expectedness: burning sensation: expected accidental exposure to product device expulsion according to the company reference safety information.